Event description:
It was reported by a patient that two (2) titanium ribloc plates were implanted in (B)(6) 2012 at the 6th or the 7th rib and one of the plates broke after the initial surgery. The patient is unsure which plate broke. Patient will undergo revision surgery on (B)(6) 2018 to remove the plates and will be revised to another set of plates. Patient is inquiring about a possible recall of the device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).